Event description:
Tibial impactor broke in half.

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the nylon impaction head component has fractured away from rest of the device. The root cause is attributed to product wear out. The impactor head component is a replaceable item and should be replaced after heavy usage/decontamination procedures. Based on the investigation findings of wear out as the root cause and that the broken component was designed as a replaceable item, the need for corrective action is not indicated.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.